Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician that a pillcam sb3 capsule study ran short. Physician removed the capsule endoscopically instead of allowing the capsule to pass. The patient swallowed a second capsule. There was no reported harm to the patient or user.